Event description:
It was reported that the opme observed in the box of absorbable hemostat it is written "use in humans prohibited", consignment for demonstration, prohibited sale, the material was sealed with a johnson and johnson label. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? What is the delivery / order number? Do you have the invoice for this shipment? If so, please provide was the device used on a patient? If so, was there any patient consequence? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6. Type of investigation, h6. Investigation conclusions h3 investigation summary this is an analysis of three photos submitted for review. Upon visual inspection of the images, a box and a sample of product code 411962 with j&j logo label could be observed. In addition, the pen dispenser and box have a label overlay that reads "not for human use." This label is used to identify material for sampling. Based on the information currently available, the label issue was identified during the investigation of the photo received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Component code, h6. Investigation findings: c22 ¿ photo analysis.